Event description:
It was reported that during a thyroidectomy procedure, there was a broken applier. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument could not be cycled and would not fed the clips. The instrument was disassembled and the extension spring was found to be disengaged from the camtube driver, the anti back up lever was found damaged and the lockout spring was found out of position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.